Event description:
Caller reported blood glucose results of 530 mg/dl and 142 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement was sent.

Manufacturer narrative:
Strips not available for return. Strips not available for return.